Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : when opening the cement during surgery it is evident that the blister is broken. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the depuy cmw 1g 40g had its vial packaging opened and its sterile tyvek lid deformed. There is no certainty if the vial was broken inside the packaging. However, based on the condition observed on the packaging components, it is not unreasonable to suspect that the seal between the blister and the tyvek lid was breached, thus compromising the sterility of the product/vial inside. A manufacturing record evaluation was performed for the finished device 4552787 lot number, and no non-conformances nor manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused the reported complaint condition. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as a possible breakage of the vial, or by packaging , transport or storage damage of any kind. Once the product leaves medtech orthopaedics control, it is unknown what environment conditions the packaged products are exposed to during that time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the depuy cmw 1g 40g would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 4552787 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device 4552787 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
When opening the cement during surgery it is evident that the blister was broken.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a, d10, h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.